Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and that there was no insulin was in the cartridge. Customer reported that a low insulin alert occurred; however, this was not observed in pump history. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose. As event occurred in the past, troubleshooting could not be performed. Upon follow up, customer reported to have reverted to an alternate method of insulin therapy.